Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, it was noted that during preparation for the procedure, the orientation of the tome bent towards the right. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event. Reportedly, the indication for the procedure was a malignancy. Post ercp the patient developed pancreatitis (date unknown). It was later reported that the patient died. Multiple attempts to obtain additional information regarding this event have been made. We are waiting for clarification regarding the relationship of the device to the patient outcome.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.